Manufacturer narrative:
H10: there was no patient involvement when the issue occurred. No patient or user harm reported. Insufficient information is available to determine the resolution of the event. During follow up with the key market (km), it was reported that the customer declined further service from philips, and had the device serviced by a third party. It could not be determined if the device was repaired or if the issue was resolved. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v200 ventilator, indicating that the device cannot boot up. It is unknown if the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.